Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found left plunger case to be damaged. Motor rate error found upon review of the event history log of the pump. Device then underwent functional testing, confirming the reported customer complaint. Motor assembly no longer operates properly as a result of normal wear. The problem source has been determined to be normal wear of the device-affected components are over 10 years old.

Event description:
Information was received that device has motor issues. No patient involvement.